Event description:
This is filed to report the entrapment of the clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. The posterior leaflet was prolapsed. A clip was advanced in the patient but became entangled underneath the posterior leaflet. Due to the entanglement the clip was not able to rotate as anterior to get an adequate grasp on the anterior leaflet. The clip could not be inverted and retracted in the left atrium therefore the physician deployed the clip with a good posterior leaflet grasp and an anterior leaflet grasp of 4mm. A second clip was implanted reducing the mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in the anatomy) appears to be related to patient conditions and due to prolapsed leaflet. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.